Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of broken connector pins. Fdc code 67 applies to the recharger. Fdc code 92 applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (b)46), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger connector pin was broken. It was reported that the ins recharger was unplugged from the dc cord, the connector pin broke off into the controller. It was reported the broken pin was removed. The patient reported that implant was totally dead and they were in lot of pain. Patient reported that they cannot charge because the recharger has been dead since the connector pin broke. It was reported that prior to the connector pin being broken, ¿the ins recharger battery has been charging the whole way¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.